Event description:
Upon completion of coronary interventions of the lad and circumflex arteries, no flow was noted to the distal om. This was a change from the earlier angiogram. The interventional wire was inserted and advanced to the distal om. Insertion of a coronary balloon was attempted, but unable to be advanced past the origin of the circumflex artery. The balloon was removed and an attempt was made to reposition the coronary wire. When attempting to pull the wire back, resistance was met. The physician continued to attempt removal of the wire and the wire severed, leaving the tip of the wire in the om, while the remainder of the wire was removed from the body. Attempt was made to remove the wire tip with an inflated coronary balloon with no movement of the wire. The wire was then stented over with 2 coronary stents. There was no change in the pt's condition in any of this procedure.